Event description:
Caller states that he performed the following results back to back within 10 minutes: 255mg/dl, 120mg/dl. No adverse event reported, no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent